Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed opaque. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: discolored (intraoperative). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 225cc mentor memorygel breast implants being used for a breast reconstruction procedure was found cloudy and the surgeon did not want to use it. There were no patient consequences or additional information reported.

Manufacturer narrative:
Upon secondary review of this file performed on (B)(6) 2024, it was noted that the fault was observed prior to implantation (discolored (pre-implant) and device was not used. Hence, the device never came in contact with the patient. The event was reported in error. No further reports will be submitted for this event. The codes have been correctly updated under section h. Manufacturer¿s reference number: (B)(4).